Event description:
It was reported the pump flipped. Flip was confirmed, health care provider flipped pump in order to access refill port. The patient was having more pain in the lower abdomen and legs and increased lethargy, staring a few weeks before this report. The device system was used to infuse baclofen. No further information was reported.

Event description:
Additional information was received. It was reported that a pump revision had been performed. It was noted that there was no patient injury related to the event. The drug used in the system was lioresal.

Manufacturer narrative:
Catherter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).